Event description:
It was reported that the patient presented for an implant procedure. It was noted that the pacing system analyzer (psa) did not measure the parameters of the atrial and the ventricular lead properly. The psa also failed to capture. The physician elected to use a psa wand. The patient was stable.